Event description:
Device malfunction: stuck device. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure after an interventional procedure. The device became stuck in the access site. The physician was able to remove the device with counter-traction. Hemostasis was achieved with the device. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been rec'd.